Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, patient: 1, inratio: 1.6, lab: 10.4. Date: (B)(6) 2011, patient: 3, inratio: 5.3, lab: 3.99.